Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product serial number is unknown. Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited reproducible noise. No intervention was performed and the patient will be monitored. The patient was in stable condition.